Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2015 with the following findings: the pump black box showed that the pump emitted a replace cartridge alarm; deliveries never resumed. On (B)(6) 2014 deliveries were interrupted from 00:28 to 01:07 due to routine battery change. On (B)(6) 2014 at 11:32, a replace battery alarm was recorded, delivery resumed at 14:32. The pump was exercised for 24 hours at 1 unit per hour and the pump correctly reflected 24.0 units at conclusion. Unrelated to the complaint, the battery compartment was observed to be cracked near the case cover. Also unrelated to the complaint, the display screen was found to be discolored with a pinkish contrast.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an issue with the pump insulin delivery. The reporter indicated experiencing a blood glucose over 250 mg/dl with no ketones or symptoms indicative of hyperglycemia. The reported blood glucose does not meet animas criteria for an adverse event. The pump was reviewed with the reporter and the reporter indicated that the pump basal rate history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.